Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported ¿device not pulling fluids from bag¿ was not reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to draw fluids from the bag during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11 h11: the event history log was reviewed for the last days of use as no event date was provided. The review revealed no errors or alarms that could cause or contribute to an infusion issue. Should additional relevant information become available, a supplemental report will be submitted.